Manufacturer narrative:
H10: a device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar events have been reported. It was not provided what was the specific fault that affected the electrical remote-controlled (erc). The replaced part has not been requested for a specific investigation for the following reasons: no short-term or long-term trends have been detected for the reported type of failure; reportedly, no patient impact occurred; in addition, a review of similar occurrences has been conducted and showed that the problem had been already investigated, and the causes that generated the previous events have been identified. Taking into consideration the information collected, it cannot be excluded that the involved erc was stuck or no longer able to move as intended. The specific root cause for the mentioned occurrence is unable to be identified but, considering the investigation results of similar complaints, it cannot be ruled out that the issue was due to a premature failure of an internal component, such as a board (e.g. Zka or the zkb boards), or the motor. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro sub-components.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in USA. A livanova field service representative was dispatched to the facility to investigate the device and replaced arterial clamp (erc). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during a procedure, the arterial clamp stopped working.there is no report of any patient injury.